Manufacturer narrative:
The customer declined service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported that the unit intermittently shuts down resulting in the loss of mechanical ventilation. There was no report of patient involvement.